Event description:
It was reported by service report that the fowler was drifting down when weight is applied. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler motor clutch.